Event description:
The alarm was not working. Customer indicated that the device was being used on a patient at the time of the alleged problem, and that there was no harm to the patient. No additional patient information was provided.